Event description:
A report was received that the patient underwent a pocket revision due to a burning sensation at the pocket site. The patient began experiencing the sensation following a non-device related fall. The patient was reportedly doing well following the procedure.